Event description:
It was reported that at the "end of the case, the fiber was too hot and didn¿t function properly"; 314,819 joules used. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-443h-(B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.